Event description:
It was reported this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an impella interventional procedure. Reportedly, the sutures of one proglide was successfully pre-placed. When an attempt was made with the second proglide device, the needle plunger could not be removed after deployment as the needles got caught in calcium. The device could not be removed; therefore, cut down surgery was performed to remove the proglide device. The impella procedure was then completed. There was no reported adverse patient sequela as a result of the proglide issue and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is retained by the hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for evaluation. The reported separation was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported mechanical jam could not be confirmed to returned device condition. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: user facility medwatch report mw5111032. D9: device available for evaluation changed from "no" to "yes". H6: device code 1536 removed.

Event description:
Subsequent to the previously filed medwatch report, a user facility medwatch was received. User facility medwatch report #mw5111032, reported: "pt taken to ccl for iabp removal/exchange for impella in left femoral artery. During the sheath exchanged process an abbott perclose was used for preclose method. During deployment of perclose device, the rubber extension of perclose detached from device and was remained in the left femoral artery. Dr. Assisted with cut down and eventual removal of device. Pt remained stable throughout. At this point it was elected not to place the impella as planned, pt returned to ICU. FDA safety report ID # (B)(4)" it was confirmed that the information reported in the user facility medwatch, #mw5111032 is the correct reported event information. The user facility medwatch report information and follow-up with the account reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to an impella interventional procedure. Reportedly, the sutures of one proglide was successfully pre-placed. When an attempt was made with the second proglide device, the needle plunger could not be deployed and the distal black sheath portion of the device separated and remained in the vessel. As the device could not be removed; cut down surgery was performed to remove the proglide device. The impella procedure was aborted due to the patient's iliac calcification. There was no reported adverse patient sequela as a result of the proglide issue and no reported clinically significant delay in the procedure.